Manufacturer narrative:
The sample is available for evaluation but has not been returned yet at the time of this report. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Hip replacement procedure was scheduled for patient on (B)(6) 2024. Clinician was unable to perform procedure at scheduled time because holes were found in the sterilization wrap covering surgical tray. Patient was not impacted other than annoyed by having to reschedule procedure. The patient was not sedated at the time of discovery. The complaint site indicated the holes were not noted prior to wrapping instrument tray in cssd. The trays had been stored by them for a week prior to case. O&m sales rep is conducting training with the site on best practices for managing sterilization trays to minimize risk of causing holes in wrap.

Manufacturer narrative:
Sample was not available for evaluation. A DHR (device history record) review was conducted. There were fabric checks completed, no issues were documented. All visual checks were passing. The customer indicated there were no holes observed before or after wrapping in cssd. The trays that had been stored were placed and stored correctly. They also stated there were no holes or defects before sending them to procedure room for the scheduled operation. Owens and minor will provide site with additional education on best practices for handling of sterilized procedure trays. We were unable to identify a root cause, quality records indicate the material met specifications. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.